Event description:
Additional information from the consumer reported the pain medication she was on was not helping her and she could not continue to have injections.

Event description:
It was reported that the patient had degenerative disc disease from their neck all the way down to their tailbone. The patient could only receive 4 injections for pain per year. The last one the patient had in december only lasted for one month and that was for their lower back. However, the patient also needed for the upper back as the nerves were shutting down which was also affecting their organs and legs. The patient had pain in their neck. They had fibromyalgia which the patient had for 20 years; however, it had gotten worse. The patient also had retention issues and noted the healthcare provider (hcp) did not understand that they needed more than 4 injections per year for pain management. There was a loss of therapeutic effect. Stimulation had not been working properly for a long time, more than a year, and in that time frame the patient had about a couple of reprogramming issues. The patient was scheduled for a reprogramming session with a manufacturer representative (rep) on (B)(6) 2015. The loss of therapeutic effect occurred about two years prior. The patient was looking to get a pump placed and the spinal cord stimulator (scs) taken out because it was not doing the job it was put in for. The rep noted that the pain the patient had when put in was no longer there. The stimulator wasn¿t helping anymore. It was not doing the job it was put in for. It hurt and burned where the implant was so they were going to have it removed. The patient always had scoliosis and spinal disc disease. The patient could barely walk and was in pain constantly. The patient was given injections only last one month. The patient was only allowed 4 injections. They were not helping like they used to and the last hope was to get the pain pump. It didn¿t do the job to help with the pain. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).